Event description:
It was reported that the quick bolus button was cancelling boluses. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer.